Manufacturer narrative:
The insulin pump was received with operating currents within specification. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No rewind anomalies were noted. No unexpected low battery alarms noted during testing. Power management tool confirms the unloaded voltage(ul vlith) and loaded voltage (loaded vlith) are within specs. The motor was tested outside the device and passed. Unit received with minor scratched display window and case. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed battery dead. The customer reported that the insulin started squirting out. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.